Event description:
The pt reported that the pump dispensed insulin during the load cartridge phase multiple times. She stated that the issue began several months ago and is getting worse with time. The pt reported that when the issue first occurred she filled the cartridge with 200 units and the load step stopped at 195 units. Currently, the load step does not stop until 135 units are remaining. The pt confirmed she was always disconnected from the pump during the cartridge change; there have been no blood glucose excursions. She reviewed the pump and confirmed that the cartridge was aligned and she denied dust or debris in the cartridge compartment. The pt denied any known trauma to the pump; she wears the pump inside her pocket. She stated that there are no associated alarms in the pump history.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. In addition the force sensor was found to be out of calibration.